Manufacturer narrative:
Philips service replaced the hard disk spare part and reinstalled the software, restoring the device to operational status. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system failed to start due to an hdd issue on an allura xper fd20 biplane. The clinical use of the system was outside of use. There was no reported patient or user harm.